Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had bilateral surgery. The flaps were created without concern and there was no heme during dissection. During post operative exam it was noticed that patient had grade 2-3 diffuse lamellar keratitis in the right eye (od) and no concerns. 2-3 dlk od and no concern os. All system settings looked within reason. There was no patient harm, no loss of best corrected visual acuity and there was temporary increase in steroids postoperative, resolved currently with no secondary surgery.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.